Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, a clip fell out when the clip was fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the clip fall into the patient? No. Was it retrieved? N/a. Which firing of the device did this event occur on? No information what vessel or structure was the device fired on at the time of the event? Around the gastric body. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? If so, when? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out. The event could not be confirmed due to the returned condition of the device; however, an investigation has been initiated to address the potential root cause of the reported dropping and ejecting clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.